Manufacturer narrative:
The review of the manufacturing data shows that: the raw material of the anatomic® insert complies with the iso 5834-2 standard. The raw material of the anatomic® tibial base plate complies with the iso 5832-4 standard. The review of the manufacturing history records shows that the devices were manufactured according to our specifications and drawings. 100% of the parts were inspected during manufacturing process and no anomaly was detected. The review of the internal vigilance database reveals that no other incident was reported related to the same batch number of the tibial base plate and insert. The occurrence is rare (based on anatomic inserts global sales between 2014 and january 2026. The dimensional analysis performed no show element which could explain the incident. The visual analysis of the returned devices showed: on the posterior part of the insert, presence of marks suggesting that the insert was well positioned. On the lateral part of the insert, mark under the clip groove suggesting tissue interposition during impaction. On the anterior part of the insert, presence of marks showing the tentatives of impaction. The exact root cause of the impaction issue remains undetermined. In conclusion and according to the elements in our possession, the exact root cause of the impaction problem remains undetermined.

Event description:
Impaction issue reported of an anatomic insert size 2 thickness 12 with anatomic tibial base plate for fixed bearing insert cementless ha coated size 2. The tibial base plate remained implanted and the surgeon assembled another anatomic insert. February 11th, 2026, healthcare facility's provided information stating that the surgeon implanted an insert with a thickness of 14 mm instead of 12 mm initially planned, therefore this incident is assessed as reportable although risk for patient harm is low. Involved device: anatomic fixed bearing insert size 2 thickness 12 mm (reference: (B)(4) and lot: 413203). Anatomic tibial base plate for fixed bearing insert cementless ha coated size 2 (reference: (B)(4) and lot: 422873).